Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 143mcg/day via an implantable pump. It was reported the patient had back pain, no falls. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was a catheter dye study, the physician was unable to aspirate. The actions and interventions taken to resolve the issue was the patient would be scheduled for a catheter replacement. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.